Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 07-mar-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 634.8 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had increased spasticity of the right hand. Today a catheter dye study was performed. One cc of fluid was easily aspirated from the cap (catheter access port) and the omnipaque dye was injected. The physician did not see a plume at the tip of the catheter at t 1/2 but did see a plume in the mid-thoracic area. Based on this, he may refer the patient to have a replacement of the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report.